Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that the pt's device was showing impedances of >10,000. The pt was reprogrammed and had therapeutic effect for "a few days." It was later reported that the pt had lost therapeutic effect. The pt stated they tried to "turn up the stimulation" and felt a shocking or jolting sensation "in the stimulation area with movement." The pt's device was again reprogrammed and therapeutic effect was again restored. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.